Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of an occlusive disease. It was reported that the patient was admitted to the hospital with pain. The patient was then transferred to another facility and it was found that both limbs were occluded. The patient was getting by on collateral vessels. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Implanted to treat occlusive disease.